Manufacturer narrative:
Investigation conclusion: .a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Customer reporting 2 potential false negative sars results for their wife. Customer states their wife tested positive by doctor's test (method unknown). Report 1 of 2